Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 433 mg/dl. Troubleshooting was performed. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire infusion set and reservoir. During the call, the customer mentioned that the insulin pump alarmed motor errors during rewind. Performed the displacement and self test and they passed. The caller stated that the device was exposed to high magnetic field as customer went thru a body scanner at the airport a month ago. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.